Event description:
It was reported that the device and the leads were explanted due to endocarditis. No further information is available at this time.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.